Event description:
It was reported that the user paired the glucose sensor to the libre mobile app first, which prevented pairing and start-up with the ilet app; the sensor was replaced and a standard warm-up was advised, consistent with an interoperability issue and an incorrect procedure for sensor start-up. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem related to use on another device and an incorrect procedure for initiating the sensor, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component-related failure mode tied to user error and interoperability behavior.